Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, active current measurement, sleep current measurement, and occlusion test. No battery or power anomalies noted during testing or in power graph.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump was off without warning. The customer blood glucose level was 640 mg/dl at the time of incident. Customer reported that when he pressed the button it just turned on and shows the insulin pump was off for few hours and it was happen 4 times. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.